Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: two photos were received by our quality team for evaluation. These photos show the top web of the packaging. Unable to confirm the customer experience based on photos returned. As no sample was returned, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: needles leak when removing the needle from the cannula.